Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2021. H.6. Investigation: instrument sedi (B)(6) was returned to the manufacturer for service with respect to the reported defect ¿ noisy. The instrument was evaluated by visual examination and functional testing and it was found to be very dirty inside. The instrument was cleaned and lubricated and no further defects were observed. H3 other text : see h.10.

Event description:
It was reported before use the bd sedi-40 had hardware / software malfunction for esr instrument. The following information was provided by the initial reporter: "the instrument making a high noise when mixing the tubes, and maybe need some lubrication. The customer needs a loaner when this instrument is in for service/repair."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is(B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in . And (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd sedi-40 had hardware / software malfunction for esr instrument. The following information was provided by the initial reporter: "the instrument making a high noise when mixing the tubes, and maybe need some lubrication. The customer needs a loaner when this instrument is in for service/repair."